Event description:
In 2006, the caller got a reading 200 points higher that the hosp meter. The ambulance meter got a reading of 67 mg/dl, while the adc device reading was 244 mg/dl. The hosp meter got a reading of 68 mg/dl and the adc device reading was 277 mg/dl. Each set of readings were obtained within 10 mins. The callers child went into diabetic shock and had a seizure. The pt was brought to the hosp and was given food to counteract the event. The caller did not provide additional info regarding the event.